Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? She is a consultant in private practice, so at least 15 years of experience. Did the surgeon receive audible and tactile feedback to confirm the firing was completed? Yes she did. Were the donuts inspected? If so, please describe. Complete donuts. Was the washer inspected? If so, please describe. Washer has been cut through. Is the colostomy permanent or temporary? Permanent

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. The patient is doing ok. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the device? Did the surgeon receive audible and tactile feedback to confirm the firing was completed? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Is the colostomy permanent or temporary? Photographic analysis: the pictures show tissue that appears to be in an incomplete donuts shape. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during an unknown procedure, the stapler did not cut through to the purse string suture when fired. She had to remove the suture from the anastomoses itself and had to oversew the anastomoses. Just to be safe, she also had to put a stoma for patient. There were no adverse consequences for the patient reported.